Event description:
Per clinical review: on (B)(6) 2025, the team experienced a problem with their blood parameter monitor (bpm) during cardiopulmonary bypass (cpb) whereby the potassium (k+) values were inaccurate after in-vivo calibration. The user facility mitigated this issue by doing additional lab samples, power cycling the device, and reviewing the message center. There are two thermistors on the bpm probe, the first is to measure the shunt sensor blood temperature, the other is to measure non-blood temperatures and compensate for ambient thermal factors in the final calculated shunt temperature. It was determined that the cause of the failure was due to incorrectly wired dual thermistor leads (lead wires were soldered to the wrong location). Although the thermistors were operating correctly, this caused the temperature reading of the bpm probe to be inaccurate due to the switched inputs of the two thermistors. Since temperature is an input to the calculating algorithms for other parameters, those may also be inaccurate. The device was not changed out. There was no delay, no blood loss, and the surgery was completed successfully with no adverse event.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) potassium (k+) values were inaccurate. The team unplugged the system then plugged it back in but the issue remained. As mitigation, additional blood gas sampled were done. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.